Event description:
Pharmacodermia [skin disorder] multiple exanthema [exanthema] case narrative: initial information received on 13-jul-2018 regarding an unsolicited valid serious case from brazil received from a physician. This case involves a 78 years old female patient who received hylan g-f 20, sodium hyaluronate (synvisc) injection and after unknown latency experienced pharmacodermia and multiple exanthema. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unspecified date, the patient was diagnosed with gonarthrosis level 4, with indication for surgery, but showed resistance. On an unknown date, the patient started taking intra-articular hylan g-f 20, sodium hyaluronate injection (dose, frequency, lot number: not provided) for gonarthrosis in each knee. It was reported that the patient had received 3 applications in each knee. On an unknown date, after unknown latency, two days after the application of the last dose the patient presented pharmacodermia and multiple exanthema throughout the body. No further information was provided. Final diagnosis was multiple exanthema and pharmacodermia. As a corrective measure, the patient was consulting with a dermatologist and was hospitalized to better investigate the case. The patient outcome is reported as not recovered not resolved for both events. Seriousness criteria: hospitalization for both events. A product technical complaint was initiated, and results were pending for same. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc. Batch number: unknown, global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event.sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received 06-aug-2018. Global ptc number was added. Text amended accordingly. Follow up information was received 10-aug-2018. No new information was received. Upon internal review on (B)(6) 2019 with the clock start date of (B)(6) 2018 the device malfunction incorrectly captured as 'yes' was corrected.

Event description:
Pharmacodermia [skin disorder]; multiple exanthema [exanthema] . Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case from (B)(6) received from a physician. This case involves a (B)(6) female patient who received hylan g-f 20, sodium hyaluronate (synvisc) injection and after unknown latency experienced pharmacodermia and multiple exanthema. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unspecified date, the patient was diagnosed with gonarthrosis level 4, with indication for surgery, but showed resistance. On an unknown date, the patient started taking intra-articular hylan g-f 20, sodium hyaluronate injection (dose, frequency, lot number: not provided) for gonarthrosis in each knee. It was reported that the patient had received 3 applications in each knee. On an unknown date, after unknown latency, two days after the application of the last dose the patient presented pharmacodermia and multiple exanthema throughout the body. No further information was provided. Final diagnosis was multiple exanthema and pharmacodermia. As a corrective measure, the patient was consulting with a dermatologist and was hospitalized to better investigate the case. The patient outcome is reported as not recovered / not resolved for both events. Seriousness criteria: hospitalization for both events. A product technical complaint was initiated, and results were pending for same. A product technical complaint (ptc) was initiated on 06-aug-2018 for synvisc. Batch number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received 06-aug-2018. Global ptc number was added. Text amended accordingly. Follow up information was received 10-aug-2018. No new information was received.